Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that the paddles do not discharge. There was no reported patient involvement.